Event description:
On (B)(6) 2010, the patient reported she was changing the insulin cartridge of her infusion device and could not get the new cartridge to insert all the way. When she pushed it more, about half of the insulin in the newly filled cartridge spilled into the chamber. She said she did not attach the adapter and tubing to the cartridge prior to inserting it. She was advised to do so. She was instructed to check the cartridge chamber to see if the plunger from the old cartridge she removed was still attached to the piston rod. She confirmed it was. She was assisted with successfully removing the old plunger and fully inserting the new cartridge. The proper procedure for removing and inserting cartridges was reviewed with the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device, adapter and cartridge were replaced and requested to be returned for evaluation.